Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance steady at 41 ohms through 2014-(B)(6), variation increased over next 7 weeks. Impedance on 2014-(B)(6) was 128 ohms. Superior vena cava (svc) trend follows rv as they both use the rv coil in the impedance measurement. Concomitant: 5076-52 lead implanted: 2008-(B)(6), 419388 lead, implanted: 2008-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high impedance on the rv defib coil and svc coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.